Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 549830, exp 10/31/2008). Reference medwatch report with (B)(4) for the suspect device used in system 1.

Event description:
Customer reportedly received the following results on the complete system within 10 minutes (two complete systems were used during the comparison; it is unknown which system produced the discrepant results): 149 mg/dl, hi (greater than 600 mg/dl), 325 mg/dl, 336 mg/dl, 303 mg/dl, and 125 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.